Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when nurse prepared to nebulize the patient, found that all the liquid medicine poured in the nebulizer mask leaked out. Repeated unscrewing and tightening of the cap did not work, and it was still dripping. Then replaced new one". No patient injury or harm reported. Patient condition reported as "fine".